Event description:
It was reported that this right ventricular (rv) lead exhibited noise and over-sensing which resulted in pacing inhibition of two seconds. No adverse patient effects were reported. At this time this lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).